Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the cartridge alarm was cleared, and insulin delivery was resumed successfully.